Event description:
On 09/23/2009, pt reports she noticed her readings were in the 200s mg/dl. She stated, she bolused but 1 hour later her readings were in the 300's mg/dl. Pt reported she continued to bolus, but it was not helping and her readings eventually were in the 400's mg/dl. Pt's normal blood glucose range is between 60 - 180 mg/dl. Pt reported, she noticed around her infusion device adapter, there was insulin leaking. She stated she gave herself an injection and her readings immediately came back down. Pt reported, her readings are currently back to normal. She stated she changed her infusion when she arrived home and has not had any further concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.